Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The 100% stenosed target lesion was located in a shunt in the severely tortuous left brachiocephalic vein. A 6fr non bsc introducer sheath was inserted from the median cubital vein to the mid part of the shunt. A .035" non bsc guide wire crossed the lesion and a 4fr non bsc guide catheter was placed. A 5x40mm non bsc balloon was advanced and pre-dilatation was performed. Residual stenosis was confirmed. The 10x20x75 wallstent iliac endoprosthesis stent system was then inserted and while advancing the device, it became stuck on the guide wire prior to crossing the lesion. The devices were removed together as a unit. The procedure was completed with another of the same wallstent and the original .035" guide wire. Post-dilatation was performed with the 5x40mm non bsc balloon and blood flow was noted to be satisfactory. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).